Event description:
Per the clinic, the patient underwent a revision surgery (specific date not reported) in order to open and clean the wound. Subsequently, the patient was also treated with oral antibiotics for a duration of 3 months (specific date not reported). The implanted device remains.